Event description:
It was reported that there was an electrogram (egm) anomaly. A suspected cause was poor telemetry, as egm was distorted and possibly due to connection. No patient symptoms were reported.